Manufacturer narrative:
Event date: exact date unknown, event occurred three years ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to connect to the clinicians programmer (cp). The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1140 sn: (B)(4). The returned ipg was analyzed and it was found that the device was not detectable. The battery measured 0.6 volts and the device profile was captured using an external power source. With all the available information, boston scientific concludes that the reported complaint was confirmed. The device with a primary cell has reached the elective replacement indicator (eri) stage after twenty-eight months in service. Based on the energy use intensity (eui) of 100, the ipg should last four months. Lab analysis of the device did not reveal any anomalies. However, a labeling review found that the reported complaint is a known risk with the use of the non-rechargeable battery.

Event description:
It was reported that the patients ipg was unable to connect to the clinicians programmer (cp). The patient underwent an ipg replacement procedure and was doing well post-operatively.